Event description:
This case was reported via regulatory authority (B)(4) on 10-mar-2017. This spontaneous case was reported by a female patient, who is a (B)(6), and describes the occurrence of pelvic pain ("pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard"), abdominal pain lower ("pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard"), back pain ("pelvic pain especially in the right iliac fossa, radiating to her back/ lower back pain/ unbearable lower back pain") and umbilical hernia repair ("umbilical hernia repair ") who received essure (batch no. D40627). The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, fatigue, sinus congestion, sinus operation and dysgeusia. Consumer no longer had sinusitis episodes (including symptoms as taste of pus in the mouth) since she was operated in 2003. She had no history of thyroid problems. Concurrent conditions included umbilical hernia and abdominal diastasis. On an unknown date, the patient started essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), back pain (seriousness criterion hospitalization), seborrhoeic dermatitis ("seborrhoeic dermatitis on the face") and menorrhagia ("more haemorrhagic menstrual periods"). In (B)(6) 2016, the patient experienced sinusitis ("sinusitis in (B)(6)") with headache, fatigue, dysgeusia and sinus congestion. In (B)(6) 2016, the patient experienced bone pain ("burning in the tummy every evening, radiating to the back and the bone of the right iliac crest"), alopecia ("hair loss"), hyperhidrosis ("excessive sweating"), asthenia ("excessive asthenia"), irritability ("irritability"), blood thyroid stimulating hormone decreased ("tsh just a little low"), dyspareunia ("abdominal pain was worse after sexual intercourse"), dyschezia ("abdominal pain was worse during bowel movements"), general physical health deterioration ("general health was deteriorating/ the feeling that my body has aged in no time"), dizziness ("faintness with dizzy spells"), arthralgia ("joint pain in wrists and ankles") and peripheral coldness ("cold extremities"). On (B)(6) 2016, the patient experienced malaise ("malaise in the car - I was in too much pain"). On (B)(6) 2016, the patient experienced umbilical hernia repair (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2016. The patient was treated with paracetamol (doliprane), spasfon, ultracet (ixprim), pristinamycin (pyostacine), augmentin, cortisone, analgesics, surgery (subtotal hysterectomy on (B)(6) 2016) and surgery (subtotal hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain lower, back pain, umbilical hernia repair, bone pain, seborrhoeic dermatitis, menorrhagia, sinusitis, alopecia, hyperhidrosis, asthenia, irritability, blood thyroid stimulating hormone decreased, dyspareunia, dyschezia, general physical health deterioration, dizziness, arthralgia, peripheral coldness and malaise outcome was unknown. The reporter provided no causality assessment for pelvic pain, abdominal pain lower, back pain, umbilical hernia repair, bone pain, seborrhoeic dermatitis, menorrhagia, sinusitis, alopecia, hyperhidrosis, asthenia, irritability, blood thyroid stimulating hormone decreased, dyspareunia, dyschezia, general physical health deterioration, dizziness, arthralgia, peripheral coldness and malaise with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: blood thyroid stimulating hormone result was just a little low. Unspecified date: ultrasound scan - thyroid appeared hypo-echogenic and larger than normal. Company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard (considered as pelvic pain and lower abdominal pain). She also experienced pelvic pain especially in the right iliac fossa, radiating to her back/ lower back pain/ unbearable lower back pain that resulted in hospitalization. A subtotal hysterectomy and umbilical hernia repair were performed. Pelvic pain, abdominal pain and back pain may occur following essure insertion placement procedure. Based on their nature, a causal relationship with essure cannot be excluded. With regards to the event umbilical hernia repair, specific causes can lead to umbilical hernia and in this case the cause was not provided. A causal relationship with essure can be excluded considering the essure's local action at fallopian tubes. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-mar-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard"), abdominal pain lower ("pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard"), back pain ("pelvic pain especially in the right iliac fossa, radiating to her back/ lower back pain/ unbearable lower back pain"), umbilical hernia repair ("umbilical hernia repair ") and procedural complication ("post-operative complications following the hysterectomy") in a 43-year-old female patient who had essure (batch no. D40627) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, fatigue, sinus congestion, sinus operation in 2003, dysgeusia, multigravida (4 pregnancies), parity 2, caesarean section (twice, including 1 revision due to hematoma), abortion spontaneous (twice), tobacco user (1 pack per day since the age of 14 years old) in 2014, bunion operation, appendicectomy, adhesiolysis (twice due to complications related to apendicectomy) and therapeutic embolization (embolization of a cerebral arterio-venous fistula) in 2006. Consumer no longer had sinusitis episodes (including symptoms as taste of pus in the mouth) since she was operated in 2003. She had no history of thyroid problems. Concurrent conditions included umbilical hernia and abdominal diastasis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), seborrhoeic dermatitis ("seborrhoeic dermatitis on the face") and menorrhagia ("more haemorrhagic menstrual periods"). In (B)(6) 2016, the patient experienced sinusitis ("sinusitis in (B)(6), late (B)(6) and early (B)(6) ") with headache, fatigue, dysgeusia and sinus congestion. In (B)(6) 2016, the patient experienced bone pain ("burning in the tummy every evening, radiating to the back and the bone of the right iliac crest"), alopecia ("hair loss"), hyperhidrosis ("excessive sweating"), asthenia ("excessive asthenia"), irritability ("irritability"), dyspareunia ("abdominal pain was worse after sexual intercourse"), dyschezia ("abdominal pain was worse during bowel movements"), general physical health deterioration ("general health was deteriorating/ the feeling that my body has aged in no time"), dizziness ("faintness with dizzy spells"), arthralgia ("joint pain in wrists and ankles") and peripheral coldness ("cold extremities") and was found to have blood thyroid stimulating hormone decreased ("tsh just a little low"). On (B)(6) 2016, the patient experienced malaise ("malaise in the car - I was in too much pain"), 10 months 20 days after insertion of essure. On (B)(6) 2016, the patient underwent umbilical hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced procedural complication (seriousness criterion medically significant), allergy to metals ("test was positive for nickel and chromium"), goitre ("thyroid problem which had appeared hypo-echogenic and larger than normal on ultrasounds") and musculoskeletal stiffness ("muscle stiffness"). The patient was hospitalized on (B)(6) 2016. The patient was treated with amoxicillin;clavulanic acid (augmentin), analgesics, cortisone, other drugs for functional gastrointestinal disorders, paracetamol (doliprane), paracetamol;tramadol hydrochloride (ixprim), pristinamycin (pyostacine) and surgery (subtotal hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, umbilical hernia repair, procedural complication, bone pain, seborrhoeic dermatitis, menorrhagia, sinusitis, alopecia, hyperhidrosis, asthenia, irritability, blood thyroid stimulating hormone decreased, dyspareunia, dyschezia, general physical health deterioration, dizziness, arthralgia, peripheral coldness, malaise, allergy to metals, goitre and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, blood thyroid stimulating hormone decreased, bone pain, dizziness, hyperhidrosis, irritability, menorrhagia, peripheral coldness, procedural complication and seborrhoeic dermatitis with essure. The reporter considered abdominal pain lower, asthenia, back pain, dyschezia, dyspareunia, general physical health deterioration, goitre, malaise, musculoskeletal stiffness, pelvic pain, sinusitis and umbilical hernia repair to be related to essure. The reporter commented: essure inserted with 3 intrauterine coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Blood thyroid stimulating hormone - in (B)(6) 2016: just a little low. Ultrasound scan - on an unknown date: thyroid appeared hypo-echogenic and larger than normal. Quality-safety evaluation of ptc: lot#: d40627 - production date: 15-dec-2014 - expiration date: 28-dec-2017. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: plaintiff¿s demographic data; medical history update (tobacco use, bilateral hallux valgus with surgery, appendicectomy with complications requiring 2 adhesiolysis, 4 pregnancies, 2 childbirth, 2 caesarean sections, including 1 revision due to hematoma and embolization of a cerebral arterio-venous fistula); new adverse events (thyroid problem which had appeared hypo-echogenic and larger than normal on ultrasounds and muscle stiffness); reporter¿s causality assessment (related); and essure insertion details (essure inserted with 3 intrauterine coils). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-mar-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard"), abdominal pain lower ("pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard"), back pain ("pelvic pain especially in the right iliac fossa, radiating to her back/ lower back pain/ unbearable lower back pain"), umbilical hernia repair ("umbilical hernia repair ") and procedural complication ("post-operative complications following the hysterectomy") in a 43-year-old female patient who had essure (batch no. D40627) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, fatigue, sinus congestion, sinus operation in 2003 and dysgeusia. Consumer no longer had sinusitis episodes (including symptoms as taste of pus in the mouth) since she was operated in 2003. She had no history of thyroid problems. Concurrent conditions included umbilical hernia and abdominal diastasis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), seborrhoeic dermatitis ("seborrhoeic dermatitis on the face") and menorrhagia ("more haemorrhagic menstrual periods"). In (B)(6) 2016, the patient experienced sinusitis ("sinusitis in july, late september and early october") with headache, fatigue, dysgeusia and sinus congestion. In (B)(6) 2016, the patient experienced bone pain ("burning in the tummy every evening, radiating to the back and the bone of the right iliac crest"), alopecia ("hair loss"), hyperhidrosis ("excessive sweating"), asthenia ("excessive asthenia"), irritability ("irritability"), dyspareunia ("abdominal pain was worse after sexual intercourse"), dyschezia ("abdominal pain was worse during bowel movements"), general physical health deterioration ("general health was deteriorating/ the feeling that my body has aged in no time"), dizziness ("faintness with dizzy spells"), arthralgia ("joint pain in wrists and ankles") and peripheral coldness ("cold extremities") and was found to have blood thyroid stimulating hormone decreased ("tsh just a little low"). On (B)(6) 2016, the patient experienced malaise ("malaise in the car - I was in too much pain"), 10 months 20 days after insertion of essure. On (B)(6) 2016, the patient underwent umbilical hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced procedural complication (seriousness criterion medically significant) and allergy to metals ("test was positive for nickel and chromium"). The patient was hospitalized on (B)(6) 2016. The patient was treated with analgesics, augmentin, cortisone, paracetamol (doliprane), paracetamol;tramadol hydrochloride (ixprim), pristinamycin (pyostacine), spasfon and surgery (subtotal hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, umbilical hernia repair, procedural complication, bone pain, seborrhoeic dermatitis, menorrhagia, sinusitis, alopecia, hyperhidrosis, asthenia, irritability, blood thyroid stimulating hormone decreased, dyspareunia, dyschezia, general physical health deterioration, dizziness, arthralgia, peripheral coldness, malaise and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, back pain, blood thyroid stimulating hormone decreased, bone pain, dizziness, dyschezia, dyspareunia, general physical health deterioration, hyperhidrosis, irritability, malaise, menorrhagia, pelvic pain, peripheral coldness, procedural complication, seborrhoeic dermatitis, sinusitis and umbilical hernia repair with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - in (B)(6) 2016: results: just a little low. Ultrasound scan - on an unknown date: thyroid appeared hypo-echogenic and larger than normal. Quality-safety evaluation of ptc: lot#: d40627 - production date: 15-dec-2014 - expiration date: 28-dec-2017 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: reporter added - case is potential legal. Patient's date of birth, insertion date of essure and events test was positive for nickel and chromium and post-operative complications following the hysterectomy added this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard (considered as pelvic pain and lower abdominal pain). She also experienced pelvic pain especially in the right iliac fossa, radiating to her back/ lower back pain/ unbearable lower back pain that resulted in hospitalization. A subtotal hysterectomy and umbilical hernia repair were performed. Pelvic pain, abdominal pain and back pain may occur following essure insertion placement procedure. Based on their nature, a causal relationship with essure cannot be excluded. With regards to the event umbilical hernia repair, specific causes can lead to umbilical hernia and in this case the cause was not provided. A causal relationship with essure can be excluded considering the essure's local action at fallopian tubes. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (b)(4() on (B)(6)2017. This spontaneous case was reported by a nurse and describes the occurrence of pelvic pain ("pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard"), abdominal pain lower ("pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard"), back pain ("pelvic pain especially in the right iliac fossa, radiating to her back/ lower back pain/ unbearable lower back pain") and umbilical hernia repair ("umbilical hernia repair ") in a female patient who had essure (batch no. D40627) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, fatigue, sinus congestion, sinus operation in (B)(6) and dysgeusia. Consumer no longer had sinusitis episodes (including symptoms as taste of pus in the mouth) since she was operated in (B)(6). She had no history of thyroid problems. Concurrent conditions included umbilical hernia and abdominal diastasis. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), seborrhoeic dermatitis ("seborrhoeic dermatitis on the face") and menorrhagia ("more haemorrhagic menstrual periods"). In (B)(6) 2016, the patient experienced sinusitis ("sinusitis in (B)(6)") with headache, fatigue, dysgeusia and sinus congestion. In (B)(6) 2016, the patient experienced bone pain ("burning in the tummy every evening, radiating to the back and the bone of the right iliac crest"), alopecia ("hair loss"), hyperhidrosis ("excessive sweating"), asthenia ("excessive asthenia"), irritability ("irritability"), blood thyroid stimulating hormone decreased ("tsh just a little low"), dyspareunia ("abdominal pain was worse after sexual intercourse"), dyschezia ("abdominal pain was worse during bowel movements"), general physical health deterioration ("general health was deteriorating/ the feeling that my body has aged in no time"), dizziness ("faintness with dizzy spells"), arthralgia ("joint pain in wrists and ankles") and peripheral coldness ("cold extremities"). On (B)(6) 2016, the patient experienced malaise ("malaise in the car - I was in too much pain"). On (B)(6) 2016, the patient underwent umbilical hernia repair (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2016. The patient was treated with paracetamol (doliprane), spasfon, ultracet (ixprim), pristinamycin (pyostacine), augmentin, cortisone, analgesics, surgery (subtotal hysterectomy on (B)(6) 2016) and surgery (subtotal hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, umbilical hernia repair, bone pain, seborrhoeic dermatitis, menorrhagia, sinusitis, alopecia, hyperhidrosis, asthenia, irritability, blood thyroid stimulating hormone decreased, dyspareunia, dyschezia, general physical health deterioration, dizziness, arthralgia, peripheral coldness and malaise outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, asthenia, back pain, blood thyroid stimulating hormone decreased, bone pain, dizziness, dyschezia, dyspareunia, general physical health deterioration, hyperhidrosis, irritability, malaise, menorrhagia, pelvic pain, peripheral coldness, seborrhoeic dermatitis, sinusitis and umbilical hernia repair with essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - in (B)(6) 2016: just a little low unspecified date: ultrasound scan - thyroid appeared hypo-echogenic and larger than normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred terms: 1. Pelvic pain. The analysis in the global safety database revealed 2747 cases. 2. Abdominal pain lower. The analysis in the global safety database revealed 339 cases. 3. Back pain. The analysis in the global safety database revealed 267 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: d40627 - production date: 15-dec-2014 - expiration date: 28-dec-2017 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain especially in the right iliac fossa/ burning in the tummy every evening/ radiating pain to the abdomen which was burning and hard (considered as pelvic pain and lower abdominal pain). She also experienced pelvic pain especially in the right iliac fossa, radiating to her back/ lower back pain/ unbearable lower back pain that resulted in hospitalization. A subtotal hysterectomy and umbilical hernia repair were performed. Pelvic pain, abdominal pain and back pain may occur following essure insertion placement procedure. Based on their nature, a causal relationship with essure cannot be excluded. With regards to the event umbilical hernia repair, specific causes can lead to umbilical hernia and in this case the cause was not provided. A causal relationship with essure can be excluded considering the essure's local action at fallopian tubes. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible. No further information will be available, because health authority does not allow active follow-up.